Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level [value was not available] and diabetic ketoacidosis; cause was not known. Customer was taken to the emergency room by a coworker. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.